Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced brief signal loss between the ilet and a dexcom g7 continuous glucose monitor (cgm) sensor, after which support guided reconnection and initiated pairing to restore glucose readings. No adverse clinical symptoms reported. Outcomes included restoration efforts to resume glucose data transmission, with no alerts or alarms and no care escalation. User support included remote troubleshooting and user education focused on cgm pairing and connectivity. Investigation of this case revealed that signal interruption was consistent with a transient communication issue between the ilet and the cgm sensor, with no device hardware component failure identified and successful re-pairing initiated. It was concluded, based on previously established findings for similar reports, that the cause was a temporary loss of bluetooth communication that resolved with standard reconnection steps.